Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was implanted into the patient on (B)(6) 2006. An advantage was implanted into the patient on (B)(6) 2011. An obtryx sling was implanted into the patient on (B)(6) 2020. The patient experienced complications and further surgery. Patient symptoms include: eep; back pain; groin pain; pain inter; diff bowel; rec incont. Surgical interventions: on (B)(6) 2007 the patient underwent further surgery regarding the pinnacle lite implant/advantage implant under local anesthesia for the following purpose: erosion, extrusion or protrusion of the mesh. On (B)(6) 2011 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: recurrent incontinence of urine. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: recurrent incontinence of urine.